Manufacturer narrative:
Unit received unable to perform the displacement due to complete broken reservoir tube lip noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states however; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had cracked along reservoir. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.